Event description:
The customer reported a ventilator touchscreen did not operate normally during initial set up, pre-patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by a philips field service engineer (fse). The fse found that the cross lines did not properly follow his finger. After touchscreen calibration, a normal response occurred. The device has been repaired and is safe to be returned to use. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. The root cause of the touchscreen issue was the ventilator touchscreen not being calibrated.